Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set fell off during use. The infusion set was in use for 26-48 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.